Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on lens surface. Corrected data: the reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -6.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a larger lens, same diopter due to the patient experiencing low vault. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm12.6, diopter -6.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a larger lens, same diopter due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has been returned for evaluation but not yet evaluated.